Event description:
Additional information indicated that this right atrial (ra) lead exhibited noise oversensing, which resulted in pacing inhibition, with no asystole. The physician abandoned the lead surgically, as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient presented to the emergency room with complaints of heart palpitations. Technical services reviewed the reports and discussed that atrial arrhythmias were present with atrial tachy response (atr) and the atrial rate was greater than the ventricular rate. It was noted that the atrial tachycardia was being intermittently undersensed which was causing mode switches. Further review of the right atrial (ra) lead was recommended. About two years later, the device was removed for normal battery depletion and the lead was abandoned surgically, due to the reported lead issues. The device was found to have met normal specifications. No additional adverse patient effects were reported.